Manufacturer narrative:
Concomitant medical products: w1tr01, crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and no capture. It was also noted that the right ventricular (rv) lead exhibited no capture. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.